Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to the rrc on 2021-07-14). The evaluation at the rrc did not confirm the reported error e433. The error could not be found in the error log and could not be reproduced. Therefore, no cause could be determined. The customer also provided a picture of the footswitch that showed that the sheathing of the cable is damaged in the area of the kink protection and was covered with tape. This damage is attributed to use error. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the esg-400 hf-generator issued error message e433. However, the intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.